Event description:
Review of device data showed low impedance, < 15 ohms, signifying insulation degradation. Oversensing was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed low resistance/impedance; the hv-coil and ring-coil impedance values are less than 15 ohms throughout the recording period. Analysis of the data also revealed noise, and the lifetime ventricular sensing integrity counter is 202068. A high value of this count can indicate a possible intermittency in the system.